Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal circumflex and left anterior descending artery. A 3.50 x 12 and a 4.00 x 12 synergy drug-eluting stents were advanced for treatment with the intent to deploy them together. However, the two stents came into contact with each other and could not be deployed. When the devices were removed, significant damage was noted to both stents. The procedure was completed using two non-boston scientific stents. There was no patient harm.